Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drugs being delivered were baclofen and dilaudid (hydromorphone), both with unknown doses and concentrations. The reason for use was chronic pain syndrome. It was reported that there was a full system explant due to likely pocket infection. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included visual examination by the doctor. Interventions/actions that were taken to resolve the issue included explant on (B)(6) 2019. The issue was resolved at the time of the report and the patient status was listed as ¿alive; no injury.¿ the device was not be returned, as the customer was notified that the device should be returned but refused. There were no further complications reported/anticipated.